Manufacturer narrative:
The tip was returned inside the opened blister. During inspection it was found that the suction and irrigation tubes were broken at the tip base. Therefore, the claimed tip broken condition was confirmed. The root causes of the broken tip condition are multi-factorial.

Event description:
It was initially reported that the device would not function during a surgical procedure. There were no adverse consequences, no medical intervention or delay reported. Upon evaluation of the device at a later date, the tip was found to be broken.